Event description:
(B)(6) received information that an unknown time following the implant of this surgical aortic valve, a transcatheter bioprosthetic valve was implanted for an unknown reason. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).